Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications. Also, performed visual inspection and found sensor cannula with dried blood at the bottom of the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer¿s blood glucose was 150 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was suspended low set at 70 mg/dl and the sensor glucose and blood glucose values were unavailable. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.